Event description:
Lens was explanted due to lens opacification and decrease in vision.

Event description:
Lens opacification was observed approximately 27 months postoperative. Patient's visual acuity is finger count at last examination. Lens remains implanted in the patient's eye.